Event description:
Reporter stated the infusion headset leaked insulin when a bolus was delivered. No physiological effects were reported. The infusion set was requested for evaluation.

Manufacturer narrative:
The complaint describing a leak at the headset cannot be verified. The used returned sample was visually inspected and tested for flow and tightness. No deviations were found.

Manufacturer narrative:
The event occurred in (B)(6).